Manufacturer narrative:
(B)(4). During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced an upstream occlusion alarm after one minute or more of delivery prior to an open key press. The open key press indicated that an unknown set was replaced. This condition had the potential to interrupt delivery. This complaint will address the possibility that the unknown set was defective causing the upstream occlusion alarm. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. This was not reported by the customer. No additional information is available. Device evaluation: the sample was not available for evaluation; therefore the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Te device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced open / mtr. This condition had the potential to interrupt delivery. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.